Manufacturer narrative:
(B)(4). A reported issue of low drain volume alarm during initial drain with patient not connected was confirmed. The cause was undetermined. A service history review and device history review were performed and revealed no events related to this difficulty. This issue is being investigated through CAPA. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). A 510k number cannot be provided in this report because the product code is unknown at this time.

Event description:
Reportedly on (B)(6) 2011, the homechoice machine sounded a low drain volume alarm during the initial drain. The patient was not connected to the machine. The technical service representative (tsr) assisted the caregiver (cg) to end the therapy. The cg said he had disconnected the patient. The tsr informed to start over using new supplies. No clinical consequences for the patient were reported. There was no patient involvement. No further information is available.